Event description:
The technician alleged the brake casters are ratcheting in broke mode. No patient impact.

Manufacturer narrative:
The technician replaced the brake caster and brake steer caster to resolve the issue.